Event description:
It was reported that during the implant procedure of right ventricular (rv) lead, the physician position the rv lead in the rv outflow tract and turned the tip to secure the lead. "To check low rx" was noted that the lead did not remain affixed. Three attempts to affix the lead were made, however the lead always moved. Finally, the rv lead was removed and replaced with a different lead. Once outside the patient it was noted that the rv lead tip did not come out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed, the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.